Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the caller that the patient had been charging their implant every tuesday morning and noticed that the ins battery displayed red when they started the charging session. This morning, when they went to charge it, the therapy was off, and the patient was experiencing severe symptoms. The caller had been charging for 7-8 minutes, and the ins battery progressed from red to 10% during the call. The agent reviewed how to turn therapy back on using the therapy app. The caller was able to connect to the implant, turn therapy on, and then resumed the ins charging session. The troubleshooting steps taken during the call resolved the issue. It was recommended that the patient start charging the ins twice per week to avoid losing therapy again.

Event description:
Additional information received from the consumer reported the neurostimulator was working as expected and the severe symptoms had r esolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.